Manufacturer narrative:
(B)(4).

Event description:
It was reported "yesterday they had a patient with helium loss three alarms continuously and checked for kinking/rupture/connections/no ectopy and could not resolve alarms. Switched out pumps and no further alarms". No patient injury or consequence reported. The patient's current condition is reported as "unknown".